Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported experiencing irritation at the pod site. She stated after 24 hours, there is unbearable itching and burning and that when the pod is removed, the skin is torn up/scaly. The patient used prescription cortisone cream, which did not help the itching, but has not sought out medical treatment.